Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and reddish upon start up and there was contamination found on the force sensor plate. This report is made based on results of investigation completed on 10/01/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: evaluation revealed black box shows multiple consecutive ¿load¿ step operations. There were large prime volumes observed in the prime history on (B)(6) 2014 with 17u, and on (B)(6) 2014 with 28u. The display contrast is dim and reddish upon start up. The 100u cartridge was correctly loaded and displayed, the pump stops within +/-2.5u of 100u. Investigators were unable to duplicate ¿large prime volume¿ complaints. There was no debris found to the cartridge compartment. The force sensor calibration reading is below specifications. The force sensor was disassembled, contamination was found to the force sensor plate and the force sensor resistance reading is above specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).